Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow issue occurred. Air bubbles were discovered in the smartablate pump tubing when they went to withdraw blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the sheath and the issue was resolved. Additional information received indicated air was not being introduced into the patient. The physician did performed maneuvers to eliminate bubbles. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
On 7-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow issue occurred. Air bubbles were discovered in the smartablate pump tubing when they went to withdraw blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the sheath and the issue was resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation as been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. These findings of hemostatic valve dislodgement (separation) has been reviewed and assessed as an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).